Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿¿presence of breast implants, the left showing multiple linear echogenic areas arranged in "stair steps" and thin internal debris the findings described may correspond to intracapsular rupture of the implant on the left¿ and "simple cysts." Device remains implanted.